Event description:
According to the facility on (B)(6) 2024 during a sedated MRI, the patient had a peripheral IV in place for a sedated MRI. The peripheral IV was dressed in sorbaview shield micro by centurion (ref sv226udt). During the scan, the patient started to move, hold her breath, and have oxygen desaturations. The sedated MRI team stopped the scan and found that the patient's IV was no longer patent due to the structure of the dressing.

Manufacturer narrative:
According to the facility on (B)(6) 2024 during a sedated MRI, the patient had a peripheral IV in place for a sedated MRI. The peripheral IV was dressed in sorbaview shield micro by centurion (ref sv226udt). During the scan, the patient started to move, hold her breath, and have oxygen desaturations. The sedated MRI team stopped the scan and found that the patient's IV was no longer patent due to the structure of the dressing. The hub of the extension tubing was secured by the dressing but the transparent film of the dressing was not tight nor had enough adhesive and the catheter hub was able to twist, partially pull out, and kink where it met the skin. This caused the anesthesia medication to leak out of the site and the patient was no longer receiving enough anesthetic. The patient became agitated and started exhibiting signs of respiratory distress including breath-holding, low oxygen saturations, and retractions. The anesthesia provider attempted 3 more times to place a new peripheral IV with success on the 3rd attempt. The patient however was unable to calm enough to be still and maintain respiratory status due to the circumstances. The patient's scan had to be terminated due to concerns about the patient's airway and oxygenation and will likely need to be repeated another day. Due to this patient's prematurity at birth, this patient requires a 12-hour stay after receiving anesthesia and will likely need another 12 hour stay with rescheduling the exam. This patient also exhibited signs of respiratory stress during her anesthesia recovery and required extra suctioning and nebulized medication. The sample is not available for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.